Manufacturer narrative:
At the time of the adverse event, the pump was fully filling and ejecting. On (B)(6) 2020, the ldh dropped to 2851, ast decreased to 203, alt decreased to 658 and the plasma free hemoglobin was 160. A sputum culture was positive for stenotrophomonas maltophilia. The patient condition is improving and pump remains full fill and ejection.

Event description:
Berlin heart was informed by the site on (B)(6) 2020 that a patient being supported with the excor pediatric vad system in the lvad configuration had experienced hemolysis. The pump was fully filling and ejecting. Based on ldh values received by berlin heart from the site on (B)(6) 2020, it was determined that the hemolysis was a reportable adverse event. The patients ldh was greater than 2.5 times the normal range of the patient at 4294 on (B)(6) 2020. The plasma free hemoglobin was greater than 610. Follow up laboratory values on (B)(6) 2020, found that the ldh was 11940, ast was 4527, alt was 1997, and plasma free hemoglobin was 150. The treating physician expressed concern for the potential for thrombi in the liver, however an abdominal ultrasound did not reveal any hepatic lesions. The ultrasound revealed renal disease with moderate to severe left hydronephrosis and the report noted that the gallbladder was filled with "sludge". The site also reported a history of history of femoral and iliac vein thrombi.